Manufacturer narrative:
The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. (B)(6).

Event description:
The incident was reported by the massachusetts department of public health. The event involved a primary set piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch that there were small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.